Event description:
The manufacturer received information alleging a trilogy ev300 device failed preliminary system test active exhalation verification. There was no allegation of patient harm. The device was not reported to be in patient use. Evaluation of the trilogy ev300 device is anticipated but has not yet begun. The manufacturer's investigation is ongoing. If any additional information is received, a follow-up report will be filed.

Manufacturer narrative:
The manufacturer previously reported information received alleging a trilogy ev300 device failed preliminary system test active exhalation verification. There was no allegation of patient harm. The device was not reported to be in patient use. The trilogy ev300 device was evaluated at the manufacturer's service center for the allegation of a failed preliminary system test active exhalation verification. Replacement of the device's proportional valve (aecm) and 3-way solenoid valve was recommended and done successfully. Full system performance verification test completed and passed. The unit is cleared for service.